Event description:
A falsely elevated advia centaur cp ipth test result was obtained by the customer and considered discordant when compared to the patient's clinical picture. A post operative follow up sample was drawn at a later date and the result was as expected. There was no known report of patient treatment being altered or adverse health consequences due to the discordant ipth test result.

Manufacturer narrative:
The cause for the elevated advia centaur cp ipth results when compared to patient's clinical picture is unknown. The quality control results were all within the expected ranges and no other issues were reported by the customer. The customer declined a field service visit. Qc level: l1; results: 20.4; ranges: 17-35; repeat qc results (post operative): 20.1. Qc level: l2; results: 198.7; ranges: 153-283; repeat qc results (post operative): 194.9. Qc level: l3; results: 684.5; ranges: 554-1030; repeat qc results (post operative): 688.5. The instruction for use (IFU) intended use states the following: " for in vitro diagnostics use in the quantitative determination of intact parathyroid hormone (ipth) in edta plasma or serum using the advia centaur system. This assay is intended to be used to aid the differential diagnosis of hyperparathyroidism, hypoparathyroidism, or hypercalcemia of malignancy." The instructions for use (IFU) limitation section states the following: " measurement of intact pth is useful in differentiating between hypercalcemia due to hyperparathyroidism and hypercalcemia of malignancy. However, the assay is not intended as and should not be relied upon as a diagnostic indicator of malignancy". No conclusion can be drawn.